Event description:
Other protectors I didn't have to cut to fit. It left the edges jagged. I wore it anyway and after a couple of nights the whole thing separated.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.